Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese female patient had impella 2.5 pump inserted in the left axillary for post-cardiotomy cardiogenic shock (pccs). It was reported that when impella was being inserted there was a dissociation from the distal arch to the ascending aorta. Additionally, the patient experienced bleeding at the insertion site for which hemostasis was applied and blood products were administered, exact amount is unknown.